Event description:
Additional information received noted that there is no known allegation of a malfunction and/or adverse event experienced by the patient as a result of an abbott/st. Jude medical device.

Event description:
New information received noted that the patient's implantable cardioverter defibrillator was explanted and replaced with a biv device on (B)(6) 2017. Physician upgraded patient's device to help chronic heart failure with multi-point pacing algorithm. The leads were compatible with new device and in excellent function. Patient was discharged from the hospital.

Event description:
It was reported that the patient was admitted to the hospital due to chronic right sided middle back pain since several weeks with worsening shortness of breath and edema. The patient has past medical history of cardiomyopathy with ejection fraction of 10-15%, chronic atrial fibrillation, hypertension, hypothyroidism, degenerative joint disease, gastrointestinal bleed. Patient was being treated with IV lasix, entresto, beta blockers, eliquis, pravastatin. Patient had daily labs drawn, CT checked, and EKG performed. Patient's device was reprogrammed due to chronic atrial fibrillation and patient was discharged on (B)(6) 2017. It was also noted that the patient had atrial/ventricular arrhythmia and congestive heart failure exacerbation. Generator change was discussed. No further information was reported.